Manufacturer narrative:
Concomitant medical products: product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that high impedances were found on the patient¿s right deep brain stimulation (dbs) system. High impedances were measured on contacts 0 and 3. Surgery was performed on (B)(6) 2014. Impedance testing on the lead alone using a screening cable found normal impedances. The extension was then replaced after which impedances were found to be normal. There was no health hazard to the patient. It was noted that when the old extension was removed, the screw from the lead-extension connection came off externally.